Event description:
A system error 2240 message appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. The home patient reported that they used one patient extension line during therapy and connected it to prior to the prime cycle. The home patient was connected to the homechoice set in the initial drain cycle and disconnected themselves to answer the door, per the home patient. The home patient reported they came back and reconnected self to the homechoice set and then received the system error alarm. Baxter's technical service center assisted the home patient in ending therapy. The home patient reported they completed therapy by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.